Manufacturer narrative:
On 7-jun-2023, the product investigation was updated based on additional event information received by bwi. The updates are as follows: it was reported by the sales representative that the ngen start to ablate itself without pressing the button and without a patient on the table. As a result, further investigation into the remote monitor was performed. Setup: ¿ full ngen system (the failed system) ¿ carto 3 system ¿ qdot catheter as an ablation catheter ¿ aquarium testing/outcomes: ¿ the system was run all night, and the reported issue did not appear in the log. ¿ per the log from the site, the start button was pressed. ¿ the system returned to the production route and passed all the required tests. The issue was not duplicated on the replaced monitor. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-feb-2023, the product investigation was completed. It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with a ngen rf generator, world wide configuration. It was reported by the bwi representative as the following: the ngen started to ablate itself without pressing on the button and without patient on the table. During fat (focal atrial tachycardia), it happened once and stopped ablation with the stop button and restarted the generator and issue has been fixed. Also while using thermacool sf catheter when plugged in he had to select on carto which type of catheter he has to use so choose thermacool and the setting went automatically to thermacool instead of thermacool sf. Manually changed the flow from 30 ml per minutes to 15 ml per minutes. No patient consequences were reported. No surgical delay occurred. Device evaluation details: it was determined that the remote monitor was defective, so it was replaced to solve the self-ablation issue. A device history record evaluation was performed for the finished device number (B)(6), and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial tachycardia (at) ablation procedure with a ngen rf generator, world wide configuration. It was reported by the bwi representative as the following: the ngen started to ablate itself without pressing on the button and without patient on the table. During fat (focal atrial tachycardia), it happened once and stopped ablation with the stop button and restarted the generator and issue has been fixed. Also while using thermacool sf catheter when plugged in he had to select on carto which type of catheter he has to use so choose thermacool and the setting went automatically to thermacool instead of thermacool sf. Manually changed the flow from 30 ml per minutes to 15 ml per minutes. No patient consequences were reported. No surgical delay occurred. Self ablation is MDR-reportable.